Event description:
An optometrist reported that after bilateral lasik, a pt presented with symptoms of dryness and fluctuating vision. The pt was prescribed dry eye treatment of artificial tears and lubricating gel at night. This report will reference the pts right eye. Another MFR report is filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).